Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the polaris driver fractured. The tip was retrieved with no reported patient impacts.

Event description:
It was reported that during the procedure the tip of the polaris driver fractured. The tip was retrieved with no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned polaris driver for the failure of tip fracture. Medical records were not provided for review. Device evaluation: the product was returned for evaluation and the driver tip was found to still be in the screw. The complaint is confirmed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during insertion. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.